Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event that happened in (B) (6). Problem: this x-ray system suddenly stopped functioning just after a fluoroscopy on the pt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.